Manufacturer narrative:
Clarification was provided for patient sample 1. The repeat testing was performed on another cobas c501 analyzer. Additional repeat results of 85 mg/dl for glucose and 2.7 mg/dl for creatinine were provided. For the issue with sodium results, a specific root cause could not be identified. Additional information for further investigation was requested but was not provided. For the issue with glucose and creatinine results, the issue with the valve found by service was determined to be a plausible root cause.

Event description:
The customer received questionable results for multiple assays. Of the 53 patient samples that were repeated on anther cobas c501 analyzer, only the results for five patient samples needed corrected reports. Of the data provided, only the results for four patient samples were discrepant. Patient sample 1 initial glucose hk gen.3 result was 59 mg/dl and the repeat result was 96 mg/dl. The initial creatinine jaffé gen.2 result was 1.9 mg/dl and the repeat result was 2.6 mg/dl. Patient sample 2 initial ion selective electrode (ise) sodium result was 158 mmol/l and the repeat result was 144 mmol/l. This patient was a male with a birthdate of (B)(6) 1970. Patient sample 3 initial sodium result was 159 mmol/l and the repeat result was 144 mmol/l. This patient was a female with a birthdate of (B)(6) 1969. Patient sample 4 initial sodium result was 156 mmol/l and the repeat result was 144 mmol/l. This patient was a male with a birthdate of (B)(6) 1942. All of the initial results were reported outside the laboratory. The repeat results were believed to be correct. The patients were not adversely affected. The glucose reagent lot number was 60196801 with an expiration date of 10/31/2015. The creatinine reagent lot number was 60753501 with an expiration date of 08/31/2016. The sodium electrode lot number and expiration date were requested, but were not provided. The field service representative found a valve was stuck open. He flushed the valve and the rinse water supply lines to restore full vacuum to the rinse head. The customer successfully ran all qc and all results were within range.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.